Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had error code 46510 and a damaged downstream occlusion (dso). There was no patient involvement.

Manufacturer narrative:
D3: address corrected. H3; one device was received for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported issue was confirmed through performance verification testing (pvt) the root cause of the issue was a power disruption. Further inspection identified a delaminated downstream occlusion (dso) seal. The dso seal was replaced.